Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 14-aug-2017. The most recent information was received on 26-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6)-year-old female patient who had essure (batch no. 936685) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), musculoskeletal pain ("muscle and joint pain"), depression ("depression"), memory impairment ("memory disturbance"), vein disorder ("venous disorder") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, alopecia, musculoskeletal pain, depression, memory impairment, vein disorder and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, depression, fatigue, genital haemorrhage, memory impairment, musculoskeletal pain, pelvic pain, vein disorder and weight increased with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-sep-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database revealed 4449 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-sep-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 14-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. 936685) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), musculoskeletal pain ("muscle and joint pain"), depression ("depression"), memory impairment ("memory disturbance"), vein disorder ("venous disorder") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, alopecia, musculoskeletal pain, depression, memory impairment, vein disorder and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, depression, fatigue, genital haemorrhage, memory impairment, musculoskeletal pain, pelvic pain, vein disorder and weight increased with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database revealed 3455 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.